Event description:
During follow-up, decreased sensing leading to undersensing was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.